Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that, "after reduction with the trial head, the surgeon could not dissociate it from the neck of a stem. Because it was too tight. The surgeon was trying to dissociate the trial head with a bone impactor again and again. As a result, he could dissociate it from the neck of a stem."